Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient experienced syncope and presented to the emergency room on (B)(6) 2013. The left ventricular lead exhibited intermittent capture. Lead dislodgement was suspected. The lead was successfully explanted and replaced on (B)(6) 2013.